Event description:
It was reported to boston scientific corporation that a clear renal sheath was used for stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2022. Five days post-procedure, the patient was diagnosed with a urinary tract infection caused by enterococcus, which was treated with oral antibiotics. Per the physician's assessment, the event was not serious, was possibly related to the device, and possibly related to the procedure. Additional information received on may 12, 2025. Five days post-procedure, the patient also had hematuria. After treatment with oral antibiotics, the patient was discharged home.

Manufacturer narrative:
Blocks b5 and h6 (patient codes) were updated based on the additional information received on may 12, 2025. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022, and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of antibiotics treatment.

Event description:
It was reported to boston scientific corporation that a clear renal sheath was used for stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2022. Five days post-procedure, the patient was diagnosed with a urinary tract infection caused by enterococcus, which was treated with oral antibiotics. Per the physician's assessment, the event was not serious, was possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of december 6, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022, and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection imdrf impact code f2303 captures the reportable event of antibiotics treatment.